Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to an undefined elevated blood glucose (bg) level that resulted in a coma. In the hospital, the customer was treated with intravenous saline and insulin. The customer was released on 02-06-2025 with temporary memory loss. The cause of the reported issue is unknown.